Manufacturer narrative:
It was reported that it was difficult to advance the ds and would not advance pass the external iliac. Also reported that after several attempts, the ds was removed, and a crimp was noted in the middle of the valve capsule. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported difficult to advance the ds could not be determined. The procedural difficulties to advance the ds may have contributed to reported material deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2205, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, it was difficult to advance the ds and would not advance pass the external iliac. After several attempts, the ds was removed, and a crimp was noted in the middle of the valve capsule. A new 29mm vision valve was loaded for implant using a new large flexnav ds. The right femoral vessel, external and common iliac were performed with shock wave, then a 20 fr introducer sheath (is) was advanced. The replacement devices were successfully advanced to the aortic annulus and successfully deployed. The patient was discharged in a stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.